Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, from five to three years, within eleven months. The power consumption was higher than expected. A follow up was scheduled. This device remains in service. No adverse patient effects were reported.